Event description:
It was reported the stimulation turns on and/or off. It was recommended to x-ray the lead and extension. It was also recommended to measure impedances when the patient feels stimulation (good tremor control) and when the patient assumes a position where he looses the effectiveness of tremor control to confirm intermittency. Additional info was requested from the health care professional, however, the health care professional states he was unaware of the event. Refer to MFR report # 3004209178200804277.